Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7075089.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedances on the leads. It was noted that there was a lead fracture.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead fracture that caused high impedances. Additional information was received that the patient lost relief despite reprogramming done. Additional information was received that the patient underwent a lead revision procedure wherein the fractured lead and one clik x anchor were replaced. The other lead remained implanted. The patient was doing well postoperatively. The explanted lead and clik x anchor were discarded by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26515099.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead fracture that caused high impedances. Additional information was received that the patient lost relief despite reprogramming done.